Event description:
Six months post surgery pt complained of shoulder pain during some movements. A x-ray revealed the anchor had backed out of the glenoid. A second surgery was performed to remove the anchor. Upon removal it was noted that the suture was lacerated and one of the anchor arcs had detached. The surgeon had to search for approx 45 mins to retrieve the arc.